Event description:
It was reported by the patient's spouse that the patient had been feeling dizzy. The patient was seen in clinic. Intermittent noise was noted on atrial and ventricular channels. The noise was able to be reproduced in clinic. The patient was then hospitalized for dizziness and falls. Additionally, it was noted that the right atrial (ra) lead exhibited oversensing and the right ventricular (rv) lead exhibited rising thresholds. The leads were capped and replaced. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: 419578 lead, implanted: (B)(6) 2015. 5076-52 lead, implanted: (B)(6) 2008. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the crt-p was not explanted and replaced, the device remains in use.